Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2005, a composix kugel patch was used to repair the pt's incisional hernia defect. On (B)(6) 2010, the pt underwent surgery to explant the patch. During the explant surgery, the pt's surgeon noted that "any mesh that was overlying the eno-fascia was seen to be densely adherent to omentum", and "the mesh was seen to be partially fixed to intact abdominal fascia" requiring careful removal. Attorney alleges perm injuries, pain, add'l surgery, adhesion, defective mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info. This MDR includes all pt, event and device's info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. A mfg review is not possible at this time as no lot number has been provided. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.